Manufacturer narrative:
Date of event: (B)(6) 2016. (B)(6). Describe event problem: additional information: prior to intubation the crna checked the "balloon for patency but did not see a hole above the balloon when testing for patency. Balloon was intact." "Incision @ 1430, incision @ 1433, potential air leak noted at 1507." Reused single use? No. Date manufacturer received: 09/26/2016. (B)(6). Sent to FDA? No. Usage of device: initial.

Event description:
Additional information: prior to intubation the crna checked the "balloon for patency but did not see a hole above the balloon when testing for patency. Balloon was intact." "Incision @ 1430, incision @ 1433, potential air leak noted at 1507."

Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing and the manufacturing product instructions revision: a syringe was used to inflate the cuff with air and then submerged in water, air bubbles were originating from the red electrode lumen on the distal side of the blue band. The bubbles were a couple seconds apart which indicates a slow leak. All of the electrodes were in their respective lumens however when viewed under magnification, there was a small puncture under the cuff in the red electrode lumen, there was no damage to the cuff itself. The assembly instructions include a 100% leak test during production. The information most likely indicates that the puncture and subsequent leakage was the result of manipulation of the tube. The instructions for use indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "doctor placed the device and then realized there was a small leak above the balloon and away from the tip. The doctor had to remove the device and place another one. There was no patient impact."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.